Event description:
It was reported during in clinic follow up that the implantable cardioverter defibrillator exhibited premature battery depletion. No intervention was done and the device will continue to be monitored. The patient was stable and asymptomatic.